Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, the reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient had chest pain and restenosis in the proximal left anterior descending coronary artery (plad) two and a half years after the coronary stent procedure with the 3.5x28 xience prime stent and the 3.0x28 xience prime stent. Revascularization at the hospital was performed in the plad. The condition resolved. No additional information was provided.